Event description:
It was reported that shaft break occurred. A 2.00mm x 20mm emerge balloon catheter was selected for use. However, during preparation, it was noted that the shaft was bent and when attempted to straighten it out, it broke. The procedure was completed with another of the same device. No patient complications were reported.